Manufacturer narrative:
This report was discovered to be a duplicate of pr 2419832 submitted as MDR number 3030677-2022-04381. Device investigation is completed; please see updated codes in this report.

Event description:
It was reported to philips that the device failed the "therapy checks." There was no reported patient involvement.